Manufacturer narrative:
Date rec¿d by MFR : 08apr2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The customer reported the device fell. The customer also reported that they had done troubleshooting and believed the device needed a new central processing unit (cpu), data acquisition board, and display assembly. The customer declined the quote for repairs. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit had a broken display, navigation ring and a bent display tray. There was no patient involvement.